Event description:
This patient in 1976 had placed saline implants. The patient has developed painful contractures and there is calcification throughout the capsule on 0 mamogram. The patient had a bilateral capsulectomy with removal of the implant material. The saline implants were intact and the capsules were filled with calcificationdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.